Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 195 mg/dl. Nothing further reported.

Manufacturer narrative:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was __ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported. (B)(4).